Event description:
It was reported during an in clinic interrogation that the pacemaker was in backup mode. No intervention was completed. The pacemaker remains implanted. The patient was asymptomatic and stable.